Manufacturer narrative:
Complaint device was returned to manufacturer. Device available for evaluation - yes, returned on july 13, 2016. Device returned to manufacturer - yes. Device evaluation: complaint device was returned for evaluation. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the device. Visual inspection at 10x microscope magnification was performed. The lens was observed stuck and broken at the cartridge tip section. Part of the lens was observed out of the tip. The leading haptic was observed not folded. The push rod tip overrode the lens in cartridge. No manufacturing defects were observed in the device that could impair device functionality. Based on the evidence observed, the lens was able to advance from the preloaded lens housing to the cartridge tip and then was stuck and broken. The reported issues of lens partially delivered and stuck in cartridge were verified on the returned sample.    The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was partially delivered; therefore was not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a pcb00 intraocular lens (iol), the consultant noted that the iol was not advancing correctly. A funny click was reported when advancing iol to the final position. The iol did not advance as expected and got stuck at the tip. The iol was partly inserted but it did not leave the end of the device/delivery system. The iol was removed without any patient injury. There was no wound enlargement. A new lens was inserted through the same incision. A delay in the procedure of one (1) minute was indicated. No further information was provided.